Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, s. Aureus was misidentified as s. Epidermidis. After repeat testing of the panel, s. Aureus was correctly identified. There were also an unspecified number of unknown microorganisms that were either misidentified or aborted without an instrument alarm. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported that a s. Aureus was identified as s. Epidermidis. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed a normalizer cv with passing results, ccd alignment, light source board adjustment, another cv was performed with passing results and the software was updated. The fse found the instrument to be working as expected without errors. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Cbd quality will continue to monitor for trends associated with the failure mode described in this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, s. Aureus was misidentified as s. Epidermidis. After repeat testing of the panel, s. Aureus was correctly identified. There were also an unspecified number of unknown microorganisms that were either misidentified or aborted without an instrument alarm. There was no report of patient impact.